Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58 lead, implanted 1999 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of far field r-wave (ffrw). A high number of mode switch episodes were recorded that were not real episodes. The sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.